Event description:
Customer reported received erratic glucose readings from their freestyle freedom meter and changed his medication based on the readings. Customer reported experiencing symptoms of "fatigue, dry mouth, can not focus and can not remember to do things". Customer reported being diagnosed with diabetic ketoacidosis and treated himself with 1000 mg tablets of an unknown medication. It is unknown who and when the diagnosis was made. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. It is also noticed that the customer reported eating between readings making the difference not clinically significant. A follow-up report will be filed once investigation results are available.